Event description:
During the start of dialysis treatment a crack was discovered in the arterial extension.

Manufacturer narrative:
The device history review showed no related mfg issues and 5 complaints of similar nature for this lot. Three are inconclusive as no samples were returned, one is confirmed to be user related, and one is confirmed.